Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. The pump primed and seated properly when the test reservoir was detected. The pump was programmed with multiple boluses and monitored. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. Failed battery alarm was confirmed on (B)(6) 2025 14:03:24:000 pm due to moisture damage successfully downloaded history files using thus software. Unable to verify exposure to magnetic field or MRI however, pump error 82 on (B)(6) 2025 14:00:00:000 pm due to moisture damage. Unit was confirming physical damage at cracked case at battery tube side and fading serial number label. Unit was not confirmed for drive/motor anomalies noted pump error 82 due to moisture damage. Failed battery alarm was confirmed on (B)(6) 2025 14:03:24:000 pm due to moisture damage. Unable to verify exposure to magnetic field or MRI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 82 (the hrm task did not grant motor power in reasonable time) and had to replace the battery. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the insulin pump was exposed to the magnetic field and confirmed receiving a pump error 82 from alarm history. The customer was able to clear the error but was unable to complete the rewind process. The customer reported receiving a battery failed alarm. No damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.